Event description:
Edwards received notification that a 7300tfx27 valve was explanted from the mitral position after an implant duration of two (2) years and four (4) months due to severe mitral regurgitation. Another edwards valve of the same model and size was implanted in replacement. This (B)(6) patient was noted as to be recovering after the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Per image evaluation, customer report of regurgitation was confirmed through observation of rolled leaflet due to host tissue overgrowth. Host tissue overgrowth encroaching over the leaflets appeared to be moderate on the outflow aspect and minimal on the inflow aspect. Two of the valve leaflets appeared fused together at the commissure area due to host tissue overgrowth. The free margin of one of the valve leaflets also appeared rolled toward the outflow aspect due to host tissue overgrowth, creating a gap in the central coaptation region. Host tissue overgrowth on the free margin also appeared to create the gap. Per echo imaging review by echocardiography expert: prior to presumed re-intervention, there appears to some mild thickening of the 2 visualized bioprosthesis leaflets, and there might be decreased diastolic motion of 1 of 2 visualized leaflets. However, the submitted images include no doppler interrogation of the valve, and the presence, severity, and cause of reported mr cannot be assessed. The significance of the mobile mass in the basal lv cavity is uncertain, but it appears grossly unchanged before and after re-intervention, suggesting that it likely was not attached to the initial mitral valve bioprosthes. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The cause of the event was likely due to patient factors and progression of underlying valvular disease.